Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a notice: filling slowly message during fill 2 of 5 of treatment. The message occurred several times. The patient line was noted to be kinked. The stay safe connector blue pin was not pushed. The patient¿s position was 12 inches above the cycler. The patient was unsure if they were constipated. The patient was advised to remove the patient line tubing from the divider. The patient also received a patient line is blocked message, the patient repositioned and the patient began to fill slowly. While the patient was rechecking the patient line, fluid was seen leaking from a hole in the patient line. The patient reset up treatment with new supplies, bypassed to fill 2, but the filling slowly message reoccurred. The patient cancelled treatment and was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was having some pd catheter (not a fresenius product) issues and believes the filling slowly issue is related to the pd catheter. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported fluid leak. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a notice: filling slowly message during fill 2 of 5 of treatment. The message occurred several times. The patient line was noted to be kinked. The stay safe connector blue pin was not pushed. The patient¿s position was 12 inches above the cycler. The patient was unsure if they were constipated. The patient was advised to remove the patient line tubing from the divider. The patient also received a patient line is blocked message, the patient repositioned and the patient began to fill slowly. While the patient was rechecking the patient line, fluid was seen leaking from a hole in the patient line. The patient reset up treatment with new supplies, bypassed to fill 2, but the filling slowly message reoccurred. The patient cancelled treatment and was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient was having some pd catheter (not a fresenius product) issues and believes the filling slowly issue is related to the pd catheter. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported fluid leak. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.